Manufacturer narrative:
Cincinnati sub-zero medical technical support found the flow indicator was not working. The technician found the pump malfunctioning due to a blown fuse. Per the csz service manual, the hemotherm must be serviced and/or preventive maintenance must be performed at specific intervals as outlined in the manual. Improper repair and inadequate maintenance can result in damage to the hemotherm system and patient injury. It is unknown if the facility performs preventative maintenance on their devices. Csz shipped a replacement fuse and the account replaced the fuse to resolve the issue. Based on this information, no further action is required.

Event description:
Customer states the hemotherm device stopped at the end of a procedure. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).